Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaw of the forceps broke in two when the surgeon was taking off the forceps from the trocar. The broken parts were retrieved, no parts missing. The product was in contact with the patient, no patient injury. The event lead to an increase of surgery time, unknown for how long. No further information provided.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; one of the jaws is broken. The fragment was returned. The jaw thickness is compliant with the manufacturing specifications. A thorough observation of the breakage area did not reveal manufacturing or material defect. The coating is very damaged. DHR review; no nonconformity for this lot. Complaints history; no complaint related to this issue for this lot. Conclusion: the most probable cause if this breakage is a constraint one the jaw during reprocessing or an attempt to straighten up the distorted jaw.